Manufacturer narrative:
Results: the filter fitting is at a slight angle and the fitting moves in its mounting hole. The pump was plugged in and operated as expected. The maximum vacuum measured was 26.5 inhg which is within specification. A filter was attempted to be screwed into the metal fitting and was found difficult to install. The fitting rotates as the filter is tightened so that the fitting must be stabilized in order to correctly install the filter. The pump is functional, but damaged. Conclusion code: the damage to the fitting noted in the complaint is confirmed. Based on the strain marks around the fitting hole, this pump has been frequently used. Over tightening of the filter in the fitting and subsequent removal could have loosened the fitting over time and repeated usage.

Event description:
The bolt on the penumbra aspiration pump that holds the filter has come loose. After repeatedly tightening the bolt, the threads have been stripped, and they can no longer attach the filter.